Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burn on the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the reportable observation was identified. Based on the results of the investigation, a definitive root cause cannot be identified. We presume from description in IFU that high frequency cauterization accessories, laser cauterization accessories, or argon cauterization accessories were used, and the following misuse may have occurred during the use. When using high frequency accessories: a. Distal end of the device was contacted with mucosa. B. The accessories were not pointed out far enough until the green mark set on the sheath of the accessories was visible. C. The accessories were energized without their electrodes contacted with tissue. When using laser cauterization accessories: tip of laser probe was not pointed out far enough from tip of the device until it was visible in endoscopic image during laser cauterization treatment. When using argon plasma cauterization accessories: apc probe was not pointed out far enough until its black ring at tip was visible in endoscopic image. (10mm or more). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): IFU warns on performing high frequency cauterization by stating the following. Always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. IFU warns on performing laser cauterization by stating the following. To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. IFU warns on performing argon plasma cauterization (apc) by stating the following. Make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor the field performance of this device.